Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional and the catheter was returned with the shaft broken and internal wires were exposed. It was originally reported that there was a temperature sensor error. The temperature was low. The system did not allow ablation when the temperature was below the low cutoff value. The catheter was replaced and the procedure was completed with no patient consequences. This issue is highly detectable. Therefore, it was assessed as not reportable. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on (B)(6) 2015 that the shaft was broken about 2.5cm proximal of electrode #6 leaving internal wires exposed. Since this condition was not originally reported, a request was sent for clarification. The response was that the physician did not notice this condition and it might have occurred during the packing of the catheter. This finding is reportable. Therefore, the awareness date is (B)(6) 2015.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter and there was a temperature sensor error. The temperature was low. The system did not allow ablation when the temperature was below the low cutoff value. The catheter was replaced and the procedure was completed with no patient consequences. The returned device was visually inspected upon receipt and it was found that the shaft was broken about 2.5cm proximal of electrode #6 leaving internal wires exposed. This condition was not noticed by the customer prior to shipping. It is likely that this condition occurred during the shipping of the product to biosense webster. Rupture point looks like it might have occurred while bending and unbending the product. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the temperature error reported the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at tip causing the improper condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature error has been verified. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).